Event description:
The daughter of a (B) (6) male pt contacted lifecor customer support to report that they unplugged the electrode belt and now cannot get it to screw back in. She stated that they aligned the red marks, but the screw will not tighten down. Support advised against removing the electrode belt. Support sent a pt services representative (psr) to the pt to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.